Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt getting settings not available on their controller when trying to increase the stimulation. This has been occurring for a long time but exact timing wasn't specified by caller. Pt is feeling stimulation (they are using low dose programming). Caller indicates that pt did have some high impedances that were seen today for the first time and caller removed these from programming. Caller says she was able to program the pt with tablet and pt was feeling stimulation but when they went to controller, the pt was seeing settings not available again. Tss asked for more info about impedances and pt's lowest imped is 3210 and then imped increase from there with some pairs as high as 15,000, 18,000 and 28,000 ohms. Tss reviewed effect of even elevated impedances and this is what's limiting the output of the ins. Reviewed for pt to avoid decreasing their stim substantially and using the 3 groups to provide the different levels of stim that pt may need during a day and that leads should be looked at closely by hcp to see if they need to be replaced. The hcp was intending to replace the ins in the near future due to the therapy issues but tss reviewed these issues are lead based and that changing out the ins would not resolve the settings not avail issue or high impedances. Pt did have their controller replaced to address the settings not avail issue but this didn't resolve the issue.

Event description:
Rep reported that patient cannot increase stimulation on her patient programmer. Rep tested for impedances and per patient services the impedances are running high and she may want to talk to the doctor about a replacement. There is no planned date for explant at this time. The doctors office has initiated auth for a full replacement of leads and ipg. It was suggested by patient services that there is a high impedance problem which is causing her therapy to not increase on her programmer but it was able to increase on rep's programmer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.